Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 4 years since the subject device was manufactured. Based on the results of the investigation, the image sensor unit was likely damaged due to usage stress, external factors, handling, or parts mounted on the electrical board (ic chip, capacitor, etc.) Were likely damaged. However, a definitive root cause could not be established. The inspection method for this event is described in the instruction manual "chapter 3 preparation and inspection 3.8 inspection of combined functions with related equipment" as follows: [inspection of endoscopic images] check whether normal light observation images and nbi observation images appear normally. 1. Before inspection, wipe the endoscope lens with sterile gauze moistened with saline or sterile water. 2. Observe the palm etc. Using normal light observation images and nbi observation images. 3. Make sure the lighting is on. (See figure 3.23) 4. Adjust the light intensity to get the appropriate brightness. 5. Confirm that there are no abnormalities such as noise, blur, or cloudiness in normal light observation images and nbi observation images. 6. Operate the endoscope's angle lever to bend the curved part. 7. Confirm that no abnormalities occur, such as normal light observation images and nbi observation images momentarily disappearing. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the no image issue was due to damaged charged coupled device. Additionally, the image noise occurred, and the image could not be seen temporarily. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported compromised image on the endoeye flex deflectable videoscope. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: no image. There were no reports of patient or user harm associated with this event.